Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "has changed shape, is "deformed" and it is "really bad." Patient reported " one implant ruptured and the other is hard and has scar tissue. Rupture happened a year and a half ago. The one that is hard and has scar tissue is deshaping. Both are changing formation. Has capsules¿. Device remains implanted. This record is for the left side.